Event description:
The customer reported that the system would not boot up and there were no voltages on the boards. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f2 fuse on the power board was faulty but the reason is not yet identified. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.